Manufacturer narrative:
No device deficiency reported. Cardiac perforation is a known adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a drop in blood pressure was noted and effusion was diagnosed. The patient was taken to surgery and was reported to be stable following surgery. The surgeon performing the repair reported the likely cause of the perforation was the guide wire placed after the transeptal puncture and the location of the perforation was in the left superior pulmonary vein (lspv). The surgeon also suspected the catheter tip may have gone through the same perforation as the wire. Because it cannot be conclusively demonstrated the catheter did not cause or contribute to this adverse event, it is being reported.